Manufacturer narrative:
Per the g4 user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally filled tubing while connected to the pump. Customer received 16.4 units of unintended insulin. Customer's blood glucose (bg) level dropped to 41 mg/dl, and fell and hit their head. Customer required assistance from their husband to make them food. Customer ate food to bring bg levels back to target range, and subsequently bg levels became elevated (264 mg/dl). Customer declined high bg troubleshooting. In addition, it was reported that the site reminder was not annunciating at the appropriate time. Customer stated the reminder was set for 72 hours but was actually annunciating approximately every 24 hours. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.